Manufacturer narrative:
Device not available for evaluation.

Event description:
The product was used during a carotid graft procedure. Reportedly, some bleeding occurred. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.